Event description:
A patient reported a damaged charging port. There was no adverse impact to the customer's blood glucose level. The patient declined further troubleshooting, and no follow-up was needed.